Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that they received questionable results for three patients tested with coaguchek xs meter serial number (B)(4). Of the three patients, one had an erroneous result when tested with test strip lot number 36887211. At 9:30 a.m., a sample from the patient was tested using the meter, resulting with a value of 7.6 inr. At 9:40 a.m., a sample from the patient was tested in the laboratory using the stago neoplastin method, resulting with a value of 4.9 inr. This value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is one to two weeks. The reporter had no additional test strips available for return and declined replacement product. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.